Event description:
Pt was revised to address black discharge/metallosis, groin pain, implant wear, osteolysis, and loosening of the cup. Cup was in 80 degrees of anteversion. There appeared to be some rim loading on the implant, which could have been the result of the poor cup positioning.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the investigation, the need for correction action is not indicated.

Manufacturer narrative:
Litigation papers provided additional information, which has been added to the complaint. There is no new additional information that would affect the investigation, which is still considered closed.

Event description:
Patient was revised to address black discharge/metalosis, groin pain, implant wear, osteolysis, and loosening of the cup. Cup was in 80 degrees of anteversion. There appeared to be some rim loading on the implant, which could have been the result of the poor cup positioning. Update: (B)(6) 2011 - litigation papers received. They provide a doi (mdrs have been updated). Fixed spelling of patients last name. There is no new additional information that would affect the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified lot information. The complaint and associated mdrs were updated.

Manufacturer narrative:
The investigation has been reopened due to receiving lot numbers. Depuy will notify the FDA when the investigation is complete.